Manufacturer narrative:
Unit received with blank display due to corroded battery tube and battery cap contact. Unable to verify button anomaly due to blank display. However, the keypad traces were found corroded per visual inspection. Unit received with cracked case at display window corners. Unit received with minor scratched lcd window. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on (B)(6) 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria. (B)(4).

Event description:
The customer reported via phone call that the insulin pump had a keypad anomaly. The insulin pump was exposed to moisture. The blood glucose at the time of the incident was 45 mg/dl. Troubleshooting was not performed. The device was returned for analysis.